Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: rf catheter product ID: non-medtronic product type: mapping catheter product ID: non-medtronic product type: guidewire product ID: non-medtronic product type: ablation catheter product ID: non-medtronic product type: transseptal wire product ID: non-medtronic product type: cs catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively to a pulse field ablation procedure, the patient experienced impaired consciousness and suspected cerebral infarction and was hospitalized. It was reported during hospitalization, hemorrhagic shock led to left-sided hemiplegia and the patient was bleeding from the vein, bleeding site is unknown. It was suspected that this was due to the puncture of the right femoral. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.